Manufacturer narrative:
The lot was manufactured may 26, 2016 ¿ may 27, 2016. The device was received for evaluation with approximately 110 ml of fluid in the bladder. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Flow testing was performed by removing the device¿s luer cap. After the cap was removed, normal flow was observed from the distal luer. A functional flow rate test was then performed and the flow rate of the device was found to be within specification. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume infusor would not allow flow of medication. This occurred while attempting to prime the device after filling with solution. There was no patient involvement. No additional information is available.